Event description:
The customer stated error code 1007, unable to process test, activated read failure had increased on architect analyzer after the reaction vessel lot was changed to 69523p100. The issue was resolved when the suspect lot of reaction vessels was replaced with a new lot. No impact to patient management was reported.

Event description:
It was reported that during an unspecified procedure, the guide wire coating delaminated. The lesion was located in an unspecified vessel. The physician advanced the magic torque guide wire, however, the "blue coating" delaminated. Since the magic torque was the only wire in the pt, the physician decided to "cut" the blue coating and use it to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.